Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was emergently implanted with a conformable gore® tag® thoracic endoprosthesis to treat an acute stanford type b dissection (extending bilaterally to the external iliac arteries), pseudoaneurysm of the aortic arch, and lower limb malperfusion resulting from a motor vehicle accident. According to the report, the proximal portion of the tag device was positioned and deployed with intentional coverage of the left subclavian artery. The procedure concluded without any reported complications and the patient was transferred to the intensive care unit. Later that same day, the patient developed an ischemic reperfusion injury and severe acidosis. It was reported, no treatment was administered for the patient¿s condition of acidosis and the patient expired that same day. The physician indicated the patient's condition was extremely critical which made the lifesaving procedure highly difficult. According to the physician, the gore endoprosthesis performed as expected and resolved the dissection without any reported complications. The patient's reported cause of death was acute aortic dissection with a sudden ischemic reperfusion injury leading to acidosis and death. Reportedly, an autopsy was not performed.